Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrector did not cut during a combined cataract/vitrectormy procedure. Aspiration was present. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product's acceptance criteria in january and february 2016. A complaint history examination indicates there was (B)(4) other complaint for the reported issue. No probe sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).